Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) had autofill failure alarm. No patient involvement reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(type of investigation, investigation findings, conclusion), h11. A getinge field service engineer was dispatched to evaluate the unit. The fse reported that the logs pointed to a catheter restriction which can cause the autofill failure. The fse could not duplicate the issue and the device auto filled several times without failure. Device passed the performance and safety checks according to factory specifications.

Event description:
N/a.